Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Promus element plus clinical study. It was reported that stent restenosis and myocardial infarction (mi) occurred. In (B)(6) 2010, a 3.0mmx12mm taxus liberte drug-eluting stent was implanted in proximal left anterior descending (lad) artery. In (B)(6) 2012, coronary angiography revealed that lad had 25% proximal stenosis prior to previously placed widely patent stent (3.0mmx12mm taxus stent deployed in (B)(6) 2010) and 75-90% stenosis in mid portion. In (B)(6) 2015, the patient presented to the emergency department with complaints of chest pain and was referred for cardiac catheterization. Subsequently, the 80% in-stent restenosis (isr) located in proximal lad was treated with direct stent placement using a 3.25mmx12mm non-bsc drug eluting stent, with 0% residual stenosis. Three days after, the event was resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was hospitalized due to shortness of breath, fluid overload and diarrhea. The patient was placed with vascular access and subsequently hemodialysis with packed red blood cells transfusion was done. The next day, the patient's heath continued to decline. Subsequently, the patient's family was made aware of poor prognosis and following discussions, the patient was switched to "no code". Two days post admission, the patient expired. The primary cause of death is "renal failure".